Event description:
On (B)(6) 2025, the customer reported a leak in the solex catheter (lot unknown). In this case, the balloon remained intact, but the leak occurred at the hub proximal to the patient. The issue was discovered when the customer noticed the saline bag was empty and the bed was wet. Troubleshooting was performed. All connections were secure and properly attached. No additional information was provided. No harm to patient.

Manufacturer narrative:
The solex catheter in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.